Event description:
It was reported that the patient received catheters a few weeks ago, they found them difficult ,uncomfortable, and painful to insert. The patient said these are dry they did not have enough lubricant on it or with it. The representative advised patient that these intermittent catheters were ready to go catheters and packaging date was 2019. They had referred 53816g, the patient had used 6 or 8 so far, patient could feel they are lubricated but still had issues with inserting them. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received catheters a few weeks ago, they found them difficult ,uncomfortable, and painful to insert. The patient said these are dry they did not have enough lubricant on it or with it. The representative advised patient that these intermittent catheters were ready to go catheters and packaging date was 2019. They had referred (B)(4), the patient had used 6 or 8 so far, patient could feel they are lubricated but still had issues with inserting them. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.